Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown chest surgery on an unknown date and suture was used. The suture broke during use. Another like device from another box was used to complete the procedure. Further details are not provided. There were no adverse consequences to the patient.